Event description:
Pt's spouse called pt advocate in 2009 at 11:15 to report pt and spouse noticed when they returned home after surgery for thyroidectomy and paratoid tumor removal that pt had area of skin peeling off that was red and about 6 inches long that looked like a burn mark. Also reported they have a surgical nurse who looked at it, and decided it was a burn from a grounding pad. Dates of use: 2009. Diagnosis: 1. Pleomorphic adenoma right parotid. 2. Neoplasm of left thyroid. Pt followed up with surgeon post-operatively.